Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged cable or wires exposed) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, damaging the rear pulse wire. The cause of the test failures was the pulled dn to rear te cable and damaged wire. The root cause of the pulled dn to rear te cable cannot be positively identified but is likely due to excessive force on the cable section. No adverse event resulted from the damaged belt. The patient was issued a replacement electrode belt.

Event description:
The nurse of a (B)(6) female patient contacted zoll customer support to report that wires were pulled from the patient's electrode belt. The patient was issued a replacement electrode belt.